Event description:
It was reported that non sustained lead noise episodes were seen via merlin.net. Transmission. The noise appears to be true lead noise. The patient is fine and will continue to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.